Event description:
A journal article reported an incident of a cracked acrylic intraocular lens requiring explantation. When the implant was unfolded in the capsular bag, two linear cracks where the lens was folded were noted. As the lens remained centered and otherwise intact, it was left in situ and the operation completed without complication. Four weeks later, it was determined that the cracked lens caused enough visual disturbance to warrant replacement. The explant and replacement wsw performed without complications.